Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) ECG waveform was showing a flat line. No patient harm or injury reported.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. Corrected fields: d4 (serial number, unique identifier), h2, h6-medical device ¿ problem code, g2. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer's ECG waveform was showing a flat line. The customer had troubleshot this already by replacing the electrodes multiple times and switching out the ECG cable. Personnel verified with the customer that no external output was being used. Personnel recommended switching out the pump console to another cardiosave. The customer would have to find a replacement, and also denied assistance with switching out the console. Personnel provided direct contact information and asked to call back for any additional troubleshooting needs. The customer followed up with personnel and stated they were able to switch to another pump which provided an appropriate ECG waveform.

Event description:
N/a.